Event description:
It was reported that catheter issue occurred. The opticross hd imaging catheter was selected for the ultrasound examination of the target lesion. During the procedure, the device became stuck on the guide wire. The entire system was removed from the patient. The procedure was completed with another of same device. There was no patient injury.